Event description:
It was reported that the pump was replaced due to a motor stall. The pump contained pethidine (demerol) at a concentration of 50 mg/ml administered at 50mg/day. No rotor study was performed and no dye study was performed. It was unk if the data logs were accessed by the doctor. It was unk if there were any symptoms. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).